Event description:
Pt had bilateral breast augmentation in 1985. Symptoms began in 1991 including irritable bowel symptom, chronic fatigue syndrome. Symptoms and presence of bilateral contracture necessitate removal.